Event description:
A little less than a week prior to the date of this report, it was stated the patient was getting a full system replacement. The reason for the replacement was unknown. It was also noted the patient was having discomfort in the lower back. Information received as of the date of this report indicated the patient was having the full system replaced because they were in a motor vehicle accident and there was a malfunction of the device. Impedance testing was done and all connections were showing ¿impedance.¿ the values were not provided. It was noted the patient was seen in the clinic by the clinic staff. The patient¿s replacement was scheduled from (B)(6) 2014. A little less than two weeks later, it was reported the patient's ¿wires¿ broke after the car accident. This information was clarified to be regarding the ¿leads.¿ the car accident was on (B)(6) 2014-03-07. It was stated that the patient had an x-ray and everything appeared to be ¿ok.¿ the issue with the ¿leads¿ was reportedly found through the computer. It was added the patient was not having any symptoms that led them to believe their ¿leads¿ were broken. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient had a ¿complete and successful¿ removal and replacement procedure on 2014-(B)(6). The lead was removed successfully from the patient¿s left side and the replacement lead was placed on the patient¿s right side. The device was replaced within the same pocket on the right. It was stated that the lead that was removed was in two pieces. During the procedure, the representative reportedly asked the physician if this was ¿due to him working¿ or the motor vehicle accident. The physician was reportedly ¿not certain.¿ the lead was removed properly from the lead insertion site and the cut portion was between the insertion site and device pocket. No further information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v956867, implanted: (B)(6) 2012, product type: lead. (B)(4).